Manufacturer narrative:
Follow up is in progress regarding the availability for this device for return. At this time, no response has been received. The device history record (DHR) was reviewed and showed that this device met all manufacturing and sterilization specifications for product release prior to distribution. No issues were identified that would have impacted this event. In this case, the device was explanted after approximately one (1) year and four (4) months, due to unknown reasons. Although there are multiple root causes, valves are typically explanted because they are not functioning optimally. The information regarding this explant was learned through our implant patient registry and attempts to get additional information regarding the condition of the device at the time of the procedure, patient's medical history and condition post-implant or possible comorbidities have been unsuccessful; therefore, the root cause for the procedure remains indeterminable. If new information becomes available, a supplemental report will be filed. No corrective action is applicable to this case; however, edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed. No corrective or preventative actions are required.

Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device. In this case, edwards received information that a 25mm pericardial aortic valve, implanted one (1) year, four (4) months, and twelve (12) days, was explanted due to unknown reasons. The explanted device was replaced with a 23mm pericardial aortic valve. No additional details were provided.

Manufacturer narrative:
(B)(4). The device was not returned to manufacturer. Without return of the explanted device the reported clinical observation cannot be confirmed. Late prosthetic valve endocarditis, occurring more than 60 days after surgery, is usually caused by an infection which occurs elsewhere in the body, and then seeds the valve. The most frequent causes are dental procedures, urological infections and interventions, and indwelling catheters. Edwards lifesciences has validated methods for sterilization of all devices which ensures product sterility.

Event description:
Additional information received indicates edwards received information that a 25mm bioprosthetic aortic valve, implanted one (1) year, four (4) months, twelve (12) days, was explanted due to endocarditis. The explanted device was replaced with another 23mm bioprosthetic valve. The patient presented with endocarditis secondary to staphylococcus aureus. He was treated with triple antibiotic therapy and he had recurrent positive blood cultures for staph aureus. He was transferred to the hospital where the previous surgery had taken place. He underwent echo evaluation which showed well seated prosthetic valves in both the aortic and mitral positions, no apparent vegetation was found on the mitral valve. The patient was again treated with a long course of IV antibiotics. The patient then presented to another hospital suffering from a tia. Workup included tte and tee which showed a dehiscence of this aortic valve prosthesis over essentially half of the circumference of the aortic valve prosthesis as well as severe periprosthetic leak in the posterior annular portion of his mitral prosthesis. He showed evidence of congestive heart failure and with pulmonary edema. Upon inspection of the valve in patient the surgeon noted the valve had dehisced along the right atrial side of the annulus in it entirety. Additionally, there appeared to be a fistulous tract underneath the left coronary ostia. The mitral valve (non-edwards) valve was also explanted during the same procedure and replaced with another device. The patient experienced some bleeding emanating from the dome of the left atrium probably as a result of the extensive dissection required for exposure. Multiple blood products were given to control bleeding. The patient was transported to ICU in critical condition.